Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise. Isometric testing was performed and the noise was reproduced. The rv lead was reprogrammed. The patient was in stable condition.